Event description:
The reporter stated that on (B)(6) 2025, they experienced a distressing medical episode lasting approximately 2.5 hours. During this time, they suffered from significant chest pain and difficulty breathing. It was later discovered that their pacemaker was faulty, however, the patient did not receive clarity on the situation until three days later, when their doctor called to inform them that the device had recorded an episode of atrial fibrillation (afib). He has replaced the device.